Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient laid down on his monitor and cracked his rib. The patient sought medical attention and confirmed the injury with an x-ray. Follow-up indicated that the patient ended use of the device, was prescribed a pain medicaltion and that the injury had gotten better but was still sore.